Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00142 0001822565-2023-01774 d10: cat #: 00801803202 / femoral head sterile product do not resterilize 12/14 taper / lot #: 63015852 cat #: 00784801400 / modular neck x 12/14 neck taper use with +0 heads only / lot #: 62998454 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximately eight years post implantation due to pain and osteolysis. During the procedure, trunnionosis and implant wear was noted. The shell, liner, head and neck were exchanged without complications. Attempts have been made and no further information is available.

Event description:
No additional information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. This complaint was confirmed based on the provided medical records. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.